Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, creases fold, wear abrasion, white particles in the shell, and an opening. Leak test and microscopic analysis was performed which identified, a crease smooth opening on posterior, two striated openings on posterior, and non-penetrating nick striated on posterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: a crease smooth opening on posterior assessed, as fold flaw opening. Two striated openings on posterior assessed, as surgical damage. Non-penetrating nick striated on posterior assessed, as surgical tool scratch like.

Event description:
Healthcare professional reported, left side deflation. Device has been explanted.